Event description:
An ipp device was implanted on 06/22/92. The cylinders, pump, and reservoir were removed on 09/12/96. A revision surgery was performed on 07/21/97 to remove a remaining rear tip extender left in place at 09/12/96 surgery.